Manufacturer narrative:
There is no indication of system or device failure, the communication issues noted appear to be directly related to the migration of the ipg. Patient is reported to have minimal mobility and activity levels and there are no reports of external trauma that may have contributed to migration of the device. Migration is a known inherent risk of implantable neurmodulation devices.

Event description:
Patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2024. On 22mar2024 the patient reported issues with communication between the implantable pulse generator (ipg) and the external therapy discs, leading to intermittent therapy and thus inadequate pain relief. Xray imaging found that the ipg had migrated within the pocket, causing the disruption in communication. On (B)(6) 2024 a surgical revision was performed to place a new ipg in a position that is more parallel to the skin to improve communication.